Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that they felt 'weakness all over' that began on (B)(6) 2012. The patient reported feeling symptoms 'all over her body.' It was noted that the patient 'was at church and using a walkie-talkie' at the time of the incident. The patient also stated that she 'forgot to take her medication this afternoon.' It was noted that the patient would like assistance to determine if her therapy was on. Basic functionality of the device was reviewed. It was noted that 'after a few minutes of turning the stimulation back on again, the patient was feeling much better.'

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# v972376, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v972376, implanted: (B)(6) 2012, product type lead. (B)(4).